Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise which triggered a lead alert. It was noted that the rv lead also exhibited an elevated number of short v-v intervals and far field p-wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.